Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product returned and evaluated with no defect found. Most likely underlying root cause of malfunction : user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-90mg/dl fasting. Verified test strips expire 07/31/2017. Customer's test strips are being stored in the kitchen and opened vial date "(B)(6) 2017." Reviewed meter memory. (B)(6).